Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out. The surgery was completed successfully. No pt involvement at this occurred during prime.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitted a follow-up report when more information becomes available. (B)(4).